Event description:
An attempt was made to use a mo.ma ultra 6fr ID cerebral protection device to occlude the external carotid artery during the treatment of a patient. There was no vessel stenosis, tortuosity or calcification. There was no evidence of macroscopic plaque. There was difficulty reported when attempting to load a guide catheter into the working channel for aspiration. During the carotid stenting procedure, the distal balloon of mo.ma catheter did not maintain the pressure and deflated. It was possible to finish the procedure with the same moma catheter. The balloon was kept inflated by leaving the indeflator attached to the tap. No injury was caused to the patient. Evaluation summary: the device was separated in three parts to conduct the technical investigation. The balloons, luer and shaft were analysed separately. On analysis of the luer, a crack was found. A leakage was observed at the bonding of the distal inflation line tube with the lateral luer.

Manufacturer narrative:
Results: root cause undetermined. (B)(4).

Manufacturer narrative:
Recall ticked in error on initial MDR. No remedial action required. Results: incorrect technique/ procedure (force used attaching stopcocks).